Manufacturer narrative:
A company service representative examined the system. The representative noticed that two tabs of the hub roller were blocked. The hub roller was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
The surgeon reported he noted leakage of bss at the back of the cassette during surgery. The same event was reported to have happened several times that day during cataract procedures. However, the surgeon was unable to provide the number of procedures the event was noticed in. The surgeon reported he has only used this system to perform cataract surgeries for a few weeks. Previously, he would only use the system for posterior segment procedures. There was no pt impact reported.